Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 4.

Event description:
Reference number (B)(4). Event occured in the united states. It was reported that the patient faced four infusion sets adhesive issue events on 22-feb-2026. The infusion set was accidentally pulled out during use due to tubing catching on something. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information is available.